Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field support engineer (tse) was unable to reproduce the problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue with one with the universal surgical manipulator (usm). The technical support engineer (tse) focused on the guided tool change (gtc) behavior, where the tool change had been described as going too deep or too shallow and the usm had moved around. The tse stated the behavior had likely been as a result of the instrument tips not having been straightened prior to removal causing arm adjustment or intermittent clutch button contact, and procedure logs had been reviewed with no complaints found. The procedure was completed with no reported injury.